Event description:
The target lesion was at the proximal and mid lad. The lesion was moderate flexion, eccentric, bifurcated, and eccentric fibrous. The diameter of the vessel at the distal end of the mid-lad was 1.8-2.4mm; the proximal end of the proximal lad was 3.3-3.5mm. In 05 the patient complainted of chest pain. The complaints continued through the following day. Thus he was transported to the hospital by ambulanace. After hospitalization a cag was conducted and the pre-procedure level of stenosis was 90% at proximal lad, 50% at the mid lad and 75% at the first diagonal branch. Timi flow before the procedure was iii. The following month, femoral approach was chosen for the procedure. Pre-dilaion was conducted with 2.0x20mm: tyunjin plus, terumo balloon at the proximal and mid lad and the first obtuse marginal. A 2.5x23mm cypher des was implaned at 18atm a the proximal lad overlapping the first cypher des. Because the flow of the first diagonal was fine, kissing balloon technique was not confucted. Since the stent opposition was not enough, post-dilation was conducted at the mid lad with a non-compliant 2.5x12mm balloon/quantum maverick/medtronic at 20 atms. Inflation time was unknown.

Manufacturer narrative:
The msa at the overlapping section was 3.9mm suggesting under-dilation of the stent so spot-dilation at the overlapping area at the proximal and mid lad was conducted with a non-complaint and vessel perforation was confirmed at the overlapping area of the stents. A perfusion 3.0x20mm rx exprit balloon/guidant was used to stop the bleeding at 2atms for 15-20 minutes for 8 times. To decrese act, heparin was neutralized by protamine sulfate; act decreased at 130. Also, to stop the thrombus, heparinized saline was flushed frequently. Cardiac tampoanade did not occur. To prevent formation of blood clot, heparin 5000u was adminisrated and a 3.0x16mm covered stent/jostent graf master. Abbot) was deployed at 14 atms from the righ distal end of the first obtuse marginal to the overlapping area of stents. Post dilation was conducted with a non-compliant 3.0x15 kongou, terumo balloon a 16atms. After that, due to the stent jail of septal branch, cpk increased (max 576iu/1) and non-q-wave mi was observed. However, the cardiac function was recovered. The patient underwent rehabiliation and was discharged from the hospital. A follow-up cag was conducted on 1/13/2006 and all the stens were patent; there was no re-stenosis inside the stents. Physician's comment: the conformability of cypher stent is bad and cypher needs high-pressure to expand the stent. Therefore the use of the high pressure balloon has incresed the possibility of vessel perforation. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-00689. Please note: device lot: i0305058 is distributed outise the united states. However, it is similar to the united states product.